Event description:
The alexis laparoscopic system with kii fios first entry had a rubber piece break off and was inside of patient. Surgeon was able to retrieve rubber piece from torcher within set. FDA safety report ID # (B)(4).